Manufacturer narrative:
The customer worked with the rse. It was determined the device needs a battery.. The device needs a battery. The customer to obtain battery. No further action at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery issue.